Event description:
A malfunction alarm with the code malf 9 was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on how to reset the pump, and the caller successfully reset it. The malfunction did not recur, and the customer was advised to continue using the pump and to contact technical support if the issue arose again.